Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube leaking at site event on (B)(6) 2024.infusion set has not been more than 48 hours. No further information available.